Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-jul-25 regarding a patient receiving lioresal and dilaudid (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity, dystonia, and movement disorders. It was reported that the pump malfunctioned during a refill and the valve failed and the patient was overdosed. The event occurred in (B)(6) 2016 on an unknown date. No other symptoms were reported. No further complications were reported or anticipated.